Manufacturer narrative:
The reported field event of inhibition due to cautery was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective replacement procedure of pacemaker dependent patient¿s advisory device, the device programmed to ventricular asynchronous pacing (voo) showed inhibition with plasma blade. On setting 5 programmed to 4, it went away. Device was replaced. Patient was fine during and after the procedure.